Event description:
It was reported by a physician that after a coronary drug eluting stenting treatment procedure, a hypersensityivity reaction may have occurred. The patient succssfully had a taxus express2 3.5x8mm drug eluting stent implanted aboout two years ago. The patient has since been complaining of urticaria. The allergist has diagnosed the patient with chronic urticaria post stent implantation.